Event description:
Pt alleges receiving implants approx. 30 yrs ago (i.e. 1966) of an unknown MFR. She alleges they have caused her a great deal of pain and discomfort over the yrs but are still in place.